Event description:
Healthcare professional reported patient was injected to the malar with juvederm volift with lidocaine. Fifteen days later patient was injected to the malar with unspecified juvederm ultra. Led therapy was given as an "auxiliary" immediately after injection. Two days later patient developed "pain and edema" and was prescribed deflazacort 30mg which improved symptoms for 2 days. On the 3rd day symptoms worsened and patient "presented edema on the right malar and palpable hardened nodule". The patient was injected with hyaluronidase with lidocaine. Deflazacort was suspended and azithromycin, tavaflox, and nexium, for "gastric protection", were added in its place. Patient continues with "swelling, bilaterally hardening areas (cheekbones) and diffuse redness" and "pain and intense burning."

Manufacturer narrative:
Unique identifier (UDI): #: n/a. Further information from the reporter regarding event, product, or patient details have been requested. No additional information is available at this time. The events of pain, edema, palpable hardened nodule, diffuse redness, and intense burning are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events.

Manufacturer narrative:
Medwatch sent to FDA on 07/14/2015. The event of "facial infection" is a psychological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Device history record summary: the documentary research in the batch file shows that no element could explain these reactions all the manufacturing steps and all the physiochemical and microbiological results (endotoxins,bioburden) are registered as conforming to the specifications. The sterilization cycle is registered as conforming.

Event description:
Additional information received from healthcare professional notes pt was injected with juvederm vobella with lidocaine and not juvederm volift with lidocaine. At 28 days later pt was injected to the malar with juvederm ultra plus xc as well as concomitant injection to the same site with juvederm ultra xc. Led therapy was given as a treatment 3 days after symptom onset. Pt was given analgesics for the pain. The antibiotics were given for "biofilm prevention and facial infection." Five days after symptom onset pt was hospitalized and treated with flagyl, tramal and two other illegible medications. Pt was released after 3 days with a recommendation to visit an endocrinologist. Two days after release pt presented to injecting physician with same symptoms and was treated with hyaluronidase. The deflazacort was discontinued and replaced with prednisone. Symptoms resolved 14 days after onset. This is the same event and the same pt reported under MDR ID #3005113652-2015-00351 ((B)(4)). This is the supplemental MDR submitted for the first suspect product, juvederm ultra xc.